Event description:
During a procedure, the sheath was inserted into the femoral artery, and with the wire inserted into the sheath, blood was noted to leak from the valve. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 12f fast-cath introducer sheath was received for evaluation. The reported event of a leak could not be confirmed. The sheath passed pressure and aspiration leak testing with no anomalies observed. The cap was removed, and the seal was inspected. No damage was noted to the hemostasis seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.